Manufacturer narrative:
H10: manufacturing review: a lot history report was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for evaluation. Visual evaluation of the sample revealed no anomalies to the saline hub or transducer handle. Slight deformation was noted to the distal tip and at the catheter connection to the distal tip; this is most likely due to the reported perforation issue, however, the investigation is inconclusive for perforation as not enough objective evidence has been provided to confirm this alleged failure. The crosser was connected to an in-house crosser generator and flowmate without issue; the device activated and misted without issue and no leaks were noted. The distal tip of the catheter was pressed against one end of a plaster tile, and was able to penetrate the tile with no issues. However, activation started out strong, but then weakened. Material separation was noted between the outer catheter and the distal tip of the sample post-functional testing. Therefore, the investigation is confirmed for material separation and activation problem. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during treatment of a 150 cm chronic total occlusion in the posterial tibial artery via common femoral access, antegrade approach, the recanalization catheter allegedly became stuck with the guidewire after 57 seconds of activation. It was further reported that when the catheter was activated to be removed, it perforated the vessel. The catheter and guidewire were removed as one unit and found damaged. Reportedly, the procedure was completed with diamondback atherectomy and pta balloon angioplasty to resolve the bleeding caused by vessel perforation. The patient is stable post-procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that during treatment of a 150 cm chronic total occlusion in the posterial tibial artery via common femoral access, antegrade approach, the recanalization catheter allegedly became stuck with the guidewire after 57 seconds of activation. It was further reported that when the catheter was activated to be removed, it perforated the vessel. The catheter and guidewire were removed as one unit and found damaged. Reportedly, the procedure was completed with diamondback atherectomy and pta balloon angioplasty to resolve the bleeding caused by vessel perforation. The patient is stable post-procedure.